Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Migration: the relaypro stent-graft was to be implanted right under the left common caroid artery (36 mm dia.), and a najuta stent-graft (sb-kawasumi) was then to be implanted. At the time of relaypro deployment, after pacing, the delivery system tip was to be positioned 1 cm ahead of the left common carotid artery. During deployment, the proximal end of the stent-graft (nbs portion) was to be positioned right under the left common carotid artery by pulling down the inner sheath. During actual deployment, the left common aroid artery was marked under angiography and the stent-graft was deployed at the position where the stent-graft did not interfere with the left common aroid artery. When the proximal end of the stent-graft was released from the clasp, however, the left common aroid artery was blocked. A post-dilatation balloon was inflated at the proximal portion of the stent-graft, and the blocked left common carotid artery was able to be released by applying pulling tension. The najuta stent-graft was then implanted, and the procedure was successfully completed. Operation type: tevar for a distal aortic arch aneurysm no blood loss ancillary devices used: egoist guidewire (medico's hirata), najuta stent-graft (sb-kawasumi) no image available due to hospital policy no pre-case plan available due to hospital policy no additional information available due to hospital policy delivery system was discarded by user (tc#bm240702537)" patient outcome: "no health damage to the patient."